Manufacturer narrative:
(B)(4). Evaluation summary: device analysis determined that the customer's complaint was confirmed. The pin is loose and not stable. The patient interface was replaced. The unit was tested and passed all manufacturing specifications.

Event description:
It was reported that the terminal for stimulation 1 was unstable. There was no reported patient impact.